Event description:
During an upgrade of the device to add pacing, the technician observed that the display was enlarged, causing mode and joule setting to be missing from the video screen. There was no pt involvement in the reported failure.